Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20126197. Medical device expiration date: 2023-12-16. Device manufacture date: 2020-12-10. Medical device lot #: 20116589. Medical device expiration date: 2023-11-25. Device manufacture date: 2020-11-18. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 total smartsite needle-free connectors from lots 20126197 and 20116589 had flow issues with the attached syringes during the flush. The following information was provided by the initial reporter: "bd smartsite connectors are removed from packaging and attached to patient IV cannula, when IV administration sets are connected to the bungs (bd smartsite connector) fluid does not flow under gravity or as a flush with a syringe. Bungs have to be changed to allow the administration of fluid and or drugs."

Manufacturer narrative:
H.6. Investigation: a 2000e-04 product was not available for investigation; however the customer confirmed that the occlusion was identified multiple times whilst connected to various infusion sets and syringes. The connecting products used were also not available for investigation. A review of the production records for lots 20126197 and 20116589 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined in this instance. Without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue. CAPA#1998036 was initiated. H3 other text : see h.10.

Event description:
It was reported that 5 total smartsite needle-free connectors from lots 20126197 and 20116589 had flow issues with the attached syringes during the flush. The following information was provided by the initial reporter: "bd smartsite connectors are removed from packaging and attached to patient IV cannula, when IV administration sets are connected to the bungs (bd smartsite connector) fluid does not flow under gravity or as a flush with a syringe. Bungs have to be changed to allow the administration of fluid and or drugs."